Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of instrument logs, instrument service review, a search for similar complaints, and a review of labeling. Abbott support performed troubleshooting by reviewing the instrument logs; no problems were observed. A service history review for this instrument did not identify any contributing factors on or around the date of the complaint. Tracking and trending did not identify any adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the alinity c processing module, list number 03r67 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely decreased total bilirubin result while using the alinity c processing module. The following results were provided: sid (B)(6): initial 0.5 mg/dl, retest on a second analyzer 0.7 mg/dl. There was no adverse impact to patient management reported.